Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of her fallopian tube") and uterine perforation ("small perforation/small perforation in the uterine fundus") in a 34-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight and genital bleeding. Concomitant products included medroxyprogesterone acetate (depo provera) since 2015 to january 2016 for birth control. On (B)(6)2015, the patient had essure inserted. On (B)(6)2015, the patient experienced menorrhagia ("abnormal heavy periods / prolonged period/ menorrhagia") and vaginal haemorrhage ("abnormal bleeding (vaginal)"), 1 day after insertion of essure. In november 2015, the patient experienced dysmenorrhoea ("menstrual pain"), dyspareunia ("pain during intercourse"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and nausea ("nausea"). In 2016, the patient experienced migraine ("migraines"), alopecia ("hair loss"), fungal infection ("yeast infection"), anxiety ("anxiety"), rash ("rashes on arms and head and back"), dry skin ("dry skin"), headache ("headaches") and fatigue ("fatigue") and was found to have heart rate increased ("rapid heartbeat") and weight increased ("weight gain"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant) with pelvic pain, uterine perforation (seriousness criteria medically significant and intervention required), abdominal pain lower ("lower abdominal pain"), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infection") with vaginal odour, back pain ("back pain"), rash generalised ("body rash"), dysgeusia ("metallic taste in her mouth"), bladder pain ("bladder pain"), dysuria ("pain during urination"), hordeolum ("sty") and dacryostenosis acquired ("tear duct blockage"). The patient was treated with analgesics. Essure treatment was ongoing at the time of the report. At the time of the report, the fallopian tube perforation, abdominal pain lower, vaginal discharge, vaginal infection, dysmenorrhoea, menorrhagia, back pain, dyspareunia, migraine, rash generalised, alopecia and dysgeusia had not resolved and the uterine perforation, vaginal haemorrhage, female sexual dysfunction, fungal infection, anxiety, rash, dry skin, bladder pain, dysuria, headache, heart rate increased, nausea, hordeolum, dacryostenosis acquired, fatigue and weight increased outcome was unknown. The reporter considered abdominal pain lower, alopecia, anxiety, back pain, bladder pain, dacryostenosis acquired, dry skin, dysgeusia, dysmenorrhoea, dyspareunia, dysuria, fallopian tube perforation, fatigue, female sexual dysfunction, fungal infection, headache, heart rate increased, hordeolum, menorrhagia, migraine, nausea, rash, rash generalised, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: it was reported that she was seeking medical attention for her symptoms and was currently investigating her options for removal of the essure device. Current weight: 138 lbs diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.8 kg/sqm. Hysterosalpingogram - on (B)(6)2015: bilateral essure devices are present. Patient is complaining of pain and vaginal bleeding. Small perforation in the uterine fundus. The contrast was immediately intravasated. No free spillage of contrast within the peritoneum.; in april 2016: results: perforation of her fallopian tube. Most recent follow-up information incorporated above includes: on (B)(6)2018: medical records received: reporter added. Ethnicity was added. Event coding of event perforation of organs nos was updated as uterine perforation. Lab data added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of her fallopian tube") and perforation ("small perforation") in a (B)(6) female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight and genital bleeding. Concomitant products included medroxyprogesterone (depo provera) since 2015 to (B)(6) 2016 for birth control. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, 1 day after insertion of essure, the patient experienced menorrhagia ("abnormal heavy periods / prolonged periods") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2015, the patient experienced dysmenorrhoea ("menstrual pain"), dyspareunia ("pain during intercourse"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and nausea ("nausea"). In 2016, the patient experienced migraine ("migraines"), alopecia ("hair loss"), fungal infection ("yeast infection"), anxiety ("anxiety"), rash ("rashes on arms and head and back"), dry skin ("dry skin"), headache ("headaches"), heart rate increased ("rapid heartbeat"), fatigue ("fatigue") and weight increased ("weight gain"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, perforation (seriousness criteria medically significant and intervention required), abdominal pain lower ("lower abdominal pain"), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infection") with vaginal odour, back pain ("back pain"), rash generalised ("body rash"), dysgeusia ("metallic taste in her mouth"), bladder pain ("bladder pain"), dysuria ("pain during urination"), hordeolum ("sty") and dacryostenosis acquired ("tear duct blockage"). The patient was treated with analgesics. Essure treatment was ongoing at the time of the report. At the time of the report, the fallopian tube perforation, abdominal pain lower, vaginal discharge, vaginal infection, dysmenorrhoea, menorrhagia, back pain, dyspareunia, migraine, rash generalised, alopecia and dysgeusia had not resolved and the perforation, vaginal haemorrhage, female sexual dysfunction, fungal infection, anxiety, rash, dry skin, bladder pain, dysuria, headache, heart rate increased, nausea, hordeolum, dacryostenosis acquired, fatigue and weight increased outcome was unknown. The reporter considered abdominal pain lower, alopecia, anxiety, back pain, bladder pain, dacryostenosis acquired, dry skin, dysgeusia, dysmenorrhoea, dyspareunia, dysuria, fallopian tube perforation, fatigue, female sexual dysfunction, fungal infection, headache, heart rate increased, hordeolum, menorrhagia, migraine, nausea, perforation, rash, rash generalised, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: it was reported that she was seeking medical attention for her symptoms and was currently investigating her options for removal of the essure device. (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): (B)(6). Hysterosalpingogram - in (B)(6) 2016: perforation of her fallopian tube. Most recent follow-up information incorporated above includes: on 1-mar-2018: medical record received. Event small perforation was added. Product, patient and reporter information updated. Concomitant condition was added. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.